Manufacturer narrative:
Device was evaluated. Device evaluation determined a broken camera head. The video connector was found damaged. The identified parts were replaced, device was repaired and software was upgraded. Once completed, the device was tested and passed all required testing and specifications. As stated on the IFU and as a preventive measure, the user manual states : in case of instrument failure or malfunction, always keep another video system center in the room ready for use. Before each procedure, inspect the video system center as instructed. Inspect other equipment to be used with this video system center as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the video system center. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.

Event description:
It was reported that part of the device cv-180 video processor was broken. According to the reporter, the camera was partly stuck inside the video box. No patient involvement on this report. There was no user impact or harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), device unique identifier (UDI) number and investigation conclusion. Please see updated sections: d4,g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It was presumed based on the reported information and evaluation, while the camera head was connected to the cv-180 some kind of force was applied and the video connector of the camera head was broken resulted in the reported event to occur. Olympus will continue to monitor complaints for this device.